Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 50 to 70 mg/dl at the time of incident and 204mg/dl at the time of the call. Troubleshooting found that the drive support cap was normal and there was no indication that the pump was over delivering insulin. Customer was able to complete the pump rewind. Customer was advised to monitor the pump and blood glucose and call back if any further issues.